Event description:
During a coronary drug eluting stenting treatment procedure stent damage occurred. A taxus liberte 3.5x16mm drug eluting stent "could not be placed at the stenosis site". The stent was removed from the pt when it was noticed that the stent struts were bent. No pt complications were reported. This product is only ous approved but it is similar to a marketed us device.